Manufacturer narrative:
As received, a complete lead was returned in one piece without the associated stylet. The reported event of helix failure to extend/retract was confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. Diagnostic imaging analysis found the inner coil at the connector region severely over torqued, consistent with procedural damage. After cleaning, the helix was able to extend and retract without any difficulty, by applying torque directly to the inner coil at short length. The full helix extension length was measured within product specification. The cause of the reported event of helix failure to extend/retract was isolated to the helix being clogged with blood/tissue and over torqued inner coil. The reported event of stylet insertion difficulty was confirmed. A stylet insertion test was performed using a sample stylet. The stylet could not be inserted through the lead due to the inner coil over torqued at the connector region. The cause of the reported event of stylet insertion difficulty was consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of increased capture threshold, low sensing was not confirmed.

Event description:
During follow-up, decreased sensing and increased capture threshold was observed on the right ventricular (rv) lead due to micro-dislodgement. During the revision procedure, the lead was unable to be inserted into the stylet and the helix was unable to extend and retract. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.